Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patient or procedure related). It may also include the removal of an implant after osseointegration due to either the clinician's or patient¿s decision. The manufacturer¿s trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.

Event description:
It was reported to boston scientific corporation that an uphold lite prolapse repair mesh was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; difficulties with bowel motions; recurrent incontinence